Event description:
The event is reported as: during surgery, the flange of the device came off the end of the tube and the tube went into the bronchial tube and could not be retrieved. The patient was transferred to the operating room for removal of the tube. It is also reported that the removal of the tube did not have a negative impact on the outcome of the original surgery. The patient's stay was not extended due to the incident.

Manufacturer narrative:
The device sample was sent to the manufacturing site for evaluation. The results of the evaluation are not available at the time of this report.